Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating a leak while preparing the reservoir while filling the tubing. The customer has a blood glucose level was 145 mg/dl after a set change. The customer states that they threw the used reservoir away. The customer did not return the product back for analysis.